Event description:
The reporter did a meter to hcp meter comparison, side by side. The results were 98 mg/dl on her meter, and 122 mg/dl on the doctor's meter (type unknown.) The reporter stated that she did not have any symptoms.